Event description:
It was reported that the patient presented to the clinic experiencing pectoral stimulation due to the left ventricular lead. During isometric testing, the right ventricular lead exhibited noise and r-wave amp variation. The device was reprogrammed and the anomalies were no longer noted; the patient's pectoral stimulation had also been resolved as a result. The patient would continue to be monitored.

Manufacturer narrative:
Correction: previously reported should be superseded with updated information noted in this supplemental. Concomitant product should also be superseded to reflect blank fields.

Event description:
It was reported that during isometric testing, the right ventricular lead exhibited noise and r-wave amp variation. The device was reprogrammed and the anomalies were no longer noted. The patient would continue to be monitored.